Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender of patient. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions, pain and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿hernia sac was identified. Adhesions between the omentum and anterior abdominal wall was freed up. A bard flat mesh was placed and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿fair number of adhesions to the anterior abdominal wall were taken down. Hernia sac including the areas of previously placed bard flat mesh was removed. Then a piece of synthetic mesh was used for repair and secured by sutures.¿ attorney alleges that the patient had adhesions, bowel removal, mesh adhered to the small bowel, omentum, scarring, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."